Event description:
Blood leak occurred at the starting of the plasmapheresis. Blood flow rate was 150ml/min and the tmp of plasma separator was zero (0) at the incident. The blood loss volume was unknown. Blood transfusion was done to the patient and the plasmapheresis treatment was restarted without problems.